Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 596 mg/dl and 547 mg/dl during call. Customer dropped call during troubleshooting for high blood glucose readings. Customer stated that the high blood glucose reading was due to cancer medicines and treatment. The device will not be returned for analysis.